Event description:
The customer reported the au480 clinical chemistry analyzer generated two (2) erratic erroneous ise (ion selective electrodes) patient results for sodium (na), potassium (k) and chloride (cl). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided two (2) examples of false results.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and observed erratic results. The fse performed multiple intervention and parts replacements which did not resolve the issue. Upon further evaluating the analyzer, it was determined that the grounding on the heat exchange block was unstable and the condition generated noise to the electrodes. The cause of erratic results was identified as malfunctioning heat exchange block. The fse replaced the heat exchange block to resolve the issue. The fse performed verification successfully without further issues. Section a2, a4, and a5: information not provided by customer. (B)(6).